Event description:
Injury (needle): a health professional reported that a pt experienced the breakage of a novofine 30 needle while injecting. Surgical procedure was needed to remove the needle. The physician stated that the end of the needle shaft (attached to the needle hub) looked like it had been bent. The pt stated that no pressure was put on the needle. No further info concerning the pt or the event is known.